Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event.based on the information provided, the most likely cause of this type of event is pulling the graft up without tension. The surgical technique states: "important: pull on the graft firmly to confirm fixation. Retension shortening strands if necessary".this is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part discarded by facility.

Event description:
It was reported that thetightrope would not 'lock' once the graft had been pulled into the femoral socket. The graft could be pulled back between 10 and 15mm and it would then lock. This happened three times before the surgeon gave up as he did not trust the fixation. Procedure acl.a second incision was made on the lateral side in order to complete the procedure using a transfix technique.no further patient or event information was provided at the time this event was reported.